Manufacturer narrative:
Clarification, additional information was obtained regarding the timing of the stroke and noted the following: it is unknown exactly when the stroke occurred. The impella 5.5 pump 1 was exchanged out with impella 5.5 pump 2 and ECMO just a couple hours later. When the patient was moved the impella 5.5 pump 1 dove into the ventricle as noted on impella connect. Sedation had not been weaned at this time; therefore, neurological changes had not been noted. This is one of two devices associated with the event. Refer to initial medical device report for impella 5.5 pump 2 serial number (B)(6) with date of event 31-may-2025 and identifier ending in (B)(6). The impella 5.5 pump 1 device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device (pump 1) for mechanical circulatory support and very soon thereafter, the patient had the pump stop twice with the pump "diving" in the ventricle. Subsequently, there was continuous suction and lower than expected pump flow. Consequently, the patient was taken back to the operating room for the impella 5.5 (pump 1) explant and replacement with a new impella 5.5 (pump 2) and extracorporeal membrane oxygenation (ECMO) cannulation. Around this time, it was noted the patient experienced an ischemic stroke. Clot ingestion was suspected. The physician noted likely clot was in left ventricle and undetected. Latest update noted the patient remains on impella 5.5 (pump 2) mechanical circulatory support.

Manufacturer narrative:
The investigation of positioning issues, temporary pump stop, low pump flow, thrombus, and stroke/cva has been completed. The impella device was not returned for evaluation. Clinical details report that the pump stopped twice on the first day of support, shortly after moving the patient. When the patient was being moved, the pump dove into the ventricle. At the time of the pump stop, the patient's activated clotting times (act) were reportedly not in the target range, though no value was provided. The pump was able to be restarted, but flows were lower than expected and the pump experienced continuous suction, so it was explanted. At explant, it was reported that biomaterial was visualized at the outflow cage. Temporary pump stop: data logs were reviewed, and the temporary pump stop was confirmed less than 1 hour into support. Leading up to the pump stop, there were several spikes/disturbances in the ps that aligned with drops in mcmin values along with an active suction alarm. Then, several rapid motor current (mc) spikes to 1200 ma along with ms deviations occurred, resulting in the pump stop. The pump was able to be restarted, but flows were below specification, and there was another instance of a mc spike with ms deviation later in the case. This second mc spike did not trigger a pump stop, but was followed by an impella position in aorta alarm. All of these signatures in the data logs indicate that biomaterial had gotten into the cannula, initially interacting with the optical sensor and causing low mc min values (diastolic suction) leading up to the pump stop. Then, the biomaterial impacted the impeller, spiking the mc required to maintain constant rpms, and stopped the pump. When the pump was restarted, the biomaterial was still occluding the cannula/outflow cage, so flows remained below specification. The second mc spike event is an indication that the biomaterial impeded the impeller's rotation a second time, and the trigger of the position in aorta alarm was likely a false trigger due to how the biomaterial interacted with the impeller. This is all supported by the clinical details provided that the patient's acts weren't in target range and a clot was visualized in the outflow cage of the pump upon explant. Product was not returned for investigation. Based on the clinical details provided and the signatures noted in data logs, the root cause of the temporary pump stop was most likely biomaterial ingestion. Low pump flow: data logs were reviewed and the reported low pump flows were confirmed. There was a high motor current pump stop midway through the case that exhibited the typical signatures of biomaterial ingestion. Shortly before the pump stop, pump flows had already become low and a suction alarm had triggered. During this time, there were several spikes in the ps that aligned with drops in mc minimum values, indicating that biomaterial was likely occluding flows and interacting with the optical sensor prior to the pump stop. When the pump was restarted, flows remained low and suction alarms triggered again because the mc minimum values were low relative to the ps, indicating a suction condition. Shortly after restarting the pump, another mc spike with speed deviation occurred. This all supports that the biomaterial was likely still in the cannula/outflow cage, occluding flows. Clinical details further support this conclusion, reporting that thrombus was noted in the outflow cage of the pump upon explant. Product was not returned for investigation. Based on the clinical details provided and the signatures noted in data log review, the root cause of the low pump flows was most likely biomaterial. Positioning issue: since clinical details reported that the patient was being moved when the pump went too deep into the ventricle, the root cause of the positioning issue was determined to most likely be a use issue. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Stroke/cva: the root cause of the stroke/cva was unable to be determined due to insufficient clinical details.